Event description:
It was reported that the catheter shaft broke. The target lesion was located in the coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the shaft of the catheter broke. The balloon never entered the patient's body. The procedure was completed with a different device. No complications were reported.